Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a prp injection in the surgeon's clinic blood leaked from the abs-10061t, angel prp kit (lot 0098102790). This occurred outside the centrifuge. There were no visible crack or damage to the kit observed. The kit was disposed of in the biohazard bin as blood was on the outside of the kit. A new kit was opened and the blood was transferred into the new kit to complete the procedure.